Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to a failure of the flex cable assembly which connects the user interface pcb to the pcb stack. Physio will replace the flex cable assembly and also replaced the system controller pcb, user interface pcb and power supply assemblies as part of troubleshooting. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
It was reported that the device powers itself on and off. There was no patient use associated with the reported failure.